Event description:
Maquet was contacted by the hospital's clinical engineer and informed that a maquet lighthead fell in their critical care unit. The engineer stated this event took place between 18 and 24 months prior to the notification of maquet. The engineer stated there was no pt involvement at the time of the event. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) visited the hosp (B)(6) 2012 to investigate the alleged incident. The fst found the light packaged and placed into storage. The fst examined the light and found no obvious issues. The maquet fst was informed by the hospital's clinical engineer (ce) that the cupola detachment was the result of a missing stop segment. This segment is held in place by a safety sleeve (or collar). The hospital's ce stated that they had found the collar had broken and this allowed the retaining segment to be dislodged during use. (The root cause for the broken sleeve was not provided). The ce also reported that the hosp maintenance dept initially repaired this light and returned it to service. Later, the unit was taken down and replaced with a 3rd party product. Given that the light was not in use when maquet arrived and that the customer had repaired all previous damage, maquet is unable to provide a definitive root cause and must rely upon the testimony provided by the ce. Maquet provides instructions and warnings in the user manual to check the safety sleeve and the presence of stop segments before use. It is believed that had the light been properly maintained, the reported event would not have occurred. Note: the ce couldn't state why this incident was not reported to maquet at the time of the event. (B)(4). (B)(6) submits this report on behalf of the device mfg facility. (B)(6) provides product failure investigation, analysis and resolution for the device described in this report.